Event description:
It was reported by critical care nurses in an online survey on behalf of a respondent that indicated the following complaint in an online chart audit: in the online survey, in chart 3 a physician stated that no, the temporary pacing electrode (tpe) catheter could not be successfully placed because "anatomical peculiarities of blood vessels" in relation to balloon flow-assist tpe, mentioning that the device was used for 5 days. In chart 6 a physician stated that no, the temporary pacing electrode (tpe) catheter was not able to successfully capture and pace for the chosen duration of use because "vessel perforation" in relation to ballon/right-heart curve tpe, mentioning that the device was used for 0 days. Also, the physician stated that the patient experienced adverse events directly attributable to usage of the device (device related complication) these being: "tamponade, hematoma, infection, pericardial effusion" and it did result in patient injury requiring medical or surgical intervention (postoperative tamponade following wire insertion: postoperative hematoma at the puncture site.) In relation to ballon/right-heart curve tpe. The respondent indicated the infection to be bacterial, and when asked to describe the site of infection stated, "staphylococcus aureus".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.